Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No prime or fill anomaly and no excessive no delivery alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 508 mg/dl at the time of incident. Customer other relevant blood glucose level was 116 mg/dl. Customer was advice to treat high blood glucose with manual injection. Customer was feeling ok to trouble shoot. Customer also stated that the during priming insulin not coming out from insulin pump. The insulin pump will not be returned for analysis.